Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A hemodialysis (hd) nurse reported an ultrafiltration (uf) issue that occurred while a patient was dialyzing on a fresenius 2008t hd machine. Additional information was obtained through follow-up with a different nurse familiar with the situation. Approximately one hour into a patient¿s 3-hour scheduled treatment, it was noticed that the machine¿s uf goal had automatically reset back to 3,000 ml and the uf time reset to 3 hours. It was unknown when this reset occurred, and it was reported that there were no machine alarms. The hd nurse confirmed there were no uf adjustments made during the patient¿s treatment, and the up/down arrow keys were not used or touched. Once they noticed the uf reset itself, they were able to make an adjustment to ensure that the correct amount of fluid be removed. It was confirmed the machine ultimately removed the correct amount of fluid. The patient did not have any complaints or symptoms during or after the treatment; there were no adverse effects experienced due to the reported event. Additionally, no medical intervention was needed, and no medication or extra treatment was given to the patient. The patient¿s uf goal and their pre-treatment/post-treatment weights could not be provided. The patient is reportedly continuing their hemodialysis (hd) treatments without any further problems. The machine used for the treatment was pulled for evaluation, but the nurse did not know of any repairs that were made, or if it had been returned to service. The nurse said the biomed does not come around often and works at multiple facilities. No additional information was provided.